Event description:
It was reported that during a procedure, a helix anomaly was noted on the right atrial (ra) lead. The ra lead was not used. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examinations showed that the helix was bent and the inner coil at the connector region was overtorqued consistent with procedural damage. The helix mechanism test was not performed due to the helix being bent, consistent with procedural damage. The cause of the reported event was isolated to the overtorqued inner coil at the connector region and the helix being bent and clogged with blood/tissue, consistent with procedural damage.

Event description:
It was reported that during the initial implant procedure, the helix of the right atrial (ra) lead was unable to extend or retract after introduction into the patient's body. The ra lead was not explanted and replaced to resolve the event. The patient was in stable condition.